Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant pacing was not captured at a specific programmed pacing threshold and an x-ray showed that this right ventricular (rv) lead had dislodged. A revision will be performed at a later date as the patient had a fever. No adverse patient effects were reported.